Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that a piece on the retainer ring was missed. The blood glucose value at the time of the event was 50 mg/dl. The customer discontinued use of the insulin delivery system and was treated with glucose. The event involved product(s) mmt-7040a, mmt-1884l, mmt-381a, mmt-332a. Troubleshooting was partially performed for sensor alerts and the customer received a change sensor alert. Troubleshooting was performed for damage, and the customer reported damage to the retainer ring, and the reservoir was unable to lock in place. The customer also reported that the functionality of the pump was affected. Troubleshooting was partially performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned. No product return is required for mmt-381a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Cosmetic damages were noted during visual inspection. Retainer ring damage not confirmed. Reservoir unable to lock into place not confirmed due to pump passing p-cap lock test. No device problem was found during functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.